Event description:
It was reported of a device occlusion pump recall., failed 20 ml test.

Manufacturer narrative:
Health effect and evaluation codes: updated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the top case cracked/chipped by the front right and left bottom corners. Cracked by the tube holder and by the handle. Cracked right plunger case and visible contamination. Functional testing was unable duplicate the issue. However; invalid syringe found while using 20 ml monoject syringe. No action/repair done. Device config /crc (drug library) file shows monoject syringe model selected, but "20 ml" monoject syringe is not selected in syringe file. Recalibrated, performed self test and syringe test. The root cause of the reported issue was found to be user error. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).